Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The report problem (does not light up) was confirmed. Upon evaluation, there was contamination on the battery board. The cause of the inability to recognize a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the pt's charge/module would not 'light up'. The pt was issued a replacement charger/modem.